Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, rupture, "numerous folds", and ¿serous effusion in the context¿. Healthcare professional also reported right side "hypoechogenic formation of about 9 mm, probably fibroadenoma", which is not device-related. The device has been explanted and discarded.

Manufacturer narrative:
Reason for reoperation: rupture; capsular contracture, baker grade iii; "serous effusion in the context". Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, h6, h11.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown and rupture. MRI observed, "numerous folds, "hypoechogenic formation of about 9 mm, probably fibroadenoma". And ¿serous effusion in the context¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, "serous effusion in the context".